Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A BASIVERTEBRAL NERVE (BVN) RADIOFREQUENCY ABLATION PROCEDURE AND FELT GREAT AFTER THE PROCEDURE. LESS THAN A WEEK LATER, SHE EXPERIENCED SEVERE PAIN, DISCOMFORT, AND MUSCLE SPASMS IN HER LOWER BACK, AND STATED SHE HAD FALLEN A FEW TIMES. THE PATIENT WENT TO THE EMERGENCY ROOM AND WAS INSTRUCTED TO INCREASE HER DOSE OF PAIN MEDICATION AND WAS SENT HOME. IMAGING TAKEN REVEALED A COMPRESSION FRACTURE AT L4. IT IS UNKNOWN IF THE FALLS WERE RELATED TO THE FRACTURE AS THE PATIENT COULD NOT REMEMBER FALLING. THE PHYSICIAN ASSESSED THAT THE BVN PROCEDURE MIGHT HAVE CAUSED THE COMPRESSION FRACTURE.

Event description:
It was reported that the patient underwent a basivertebral nerve (BVN) radiofrequency (RFA) ablation procedure and felt great after the procedure. Less than a week later, she experienced severe pain, discomfort, and muscle spasms in her lower back, and stated she had fallen a few times. The patient went to the Emergency Room and was instructed to increase her dose of pain medication and was sent home. Imaging taken revealed a compression fracture at L4. It is unknown if the falls were related to the fracture as the patient could not remember falling. The physician assessed that the procedure might have caused the compression fracture.

Manufacturer narrative:
The device was not returned for laboratory analysis as the product was discarded by the medical facility.A review of the manufacturing records for the device confirmed that the products met specification prior to distribution.A labeling review was performed and the Intracept Intraosseous Nerve Ablation System Instructions for Use (IFU) states that pedicle or vertebral body fracture, pain, muscle spasm and hospitalization or prolonged hospitalization are potential adverse events or complications of the procedure and/or are considered secondary outcomes of the reported event. A Risk Review was completed and confirmed that the event of vertebral fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.The device was not returned to Boston Scientific for analysis and the complaint as reported was not able to be confirmed. Evaluation of the complaint record did not identify objective evidence to confirm the reported issue. It was unknown if the patient falls were related to the fracture. Review of the Device History Record (DHR) did not identify any manufacturing-related nonconformances, deviations, or anomalies that could be associated with the reported event. The IFU labeling appropriately addresses pain, vertebral fracture and muscle spasms. Therefore, based on the available information, a definitive cause for the reported event could not be established.